Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, testing using retained lot, a review of product quality history, and a review of product labeling. The ticket search determined elevated complaint activity for the lot. A review of trending data did not identify any trends for the complaint issue. In house retained samples of reagent lot 01177ui00 were tested and all validity and acceptance criteria were met, demonstrating that this lot is performing acceptably. A review of the product quality history for the lot number did not identify any issues. No systemic issues were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
Complete patient identifier: (B)(6). All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated b-hcg result when processing on the architect i2000sr. The initial result was 859.25 miu/ml and the retest result was less than 1.2 miu/ml. No impact to patient management was reported.